Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be an electrically leaky capacitor, designator c177, from the analog pcb assembly. The excessive current leakage depleted the internal hlc batteries.

Event description:
It was reported that the device had the wrench and attention icons illuminated. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.